Event description:
Attempting to flush a loop in emergency room, it would not flush. Another one obtained and it would not flush. A third one was used without difficulty. No known harm to patient. Manufacturer response for set, administration, intravascular, maxplus (per site reporter). Will investigate. Manufacturer response for set, administration, intravascular, maxplus (per site reporter). Will investigate.